Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device device's sync-output time is incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, synchronized cardioversion stress test, and full functional self-test without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.